Manufacturer narrative:
No procedural imagery/cine regarding this complaint was sent from the site for review. The certitude delivery system was returned to edwards lifesciences for evaluation. During visual analysis, it was observed the inflation balloon burst radially, no apparent balloon material appeared to be missing, the balloon wing were flared, and the balloon was inverted potentially indicative of the reported withdrawal difficulties. During dimensional inspection, the balloon single wall thickness of the inflation balloon near the observed burst was measured and found to be within specification. Due to the condition of the returned device, the functional testing was unable to be performed. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, procedural factors (balloon burst and resulting withdrawal difficulty) were likely contributing factors for the carotid damages. The complaint for balloon - burst and delivery system ¿ withdrawal difficulty ¿ through sheath were confirmed based on visual inspection of the returned device. However, no manufacturing non-conformities were found in the returned sample. A review of dimensional and visual inspection revealed no indication of a non-conformance. Available information suggests that patient factors (calcification) and procedural factors (withdrawal of burst balloon) likely contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 valve in the aortic position using trans-carotid approach, the balloon burst into two pieces at the end of inflation. The certitude delivery system could not be withdrawn through the esheath due to the burst balloon¿s ¿umbrella¿ shape. The patient was placed on bypass, converted to open surgery and had carotid damages. The patient was stable post procedure. Bav was performed prior to valve implant. No extra volume was added to the balloon prior to the inflation.